Event description:
During a device replacement procedure due to normal battery depletion, insulation abrasion was visually observed on the right ventricular (rv) lead. The event was resolved by capping and replacing the rv lead during the unrelated procedure. The patient was in stable condition.